Manufacturer narrative:
H6 - evaluation conclusion code: updated to quality control deficiency. Device eval by MFR: the jetstream device xc-2.4 was received by boston scientific for analysis. Visual examination showed two kinks located 1cm and 1.5cm from the tip. There was blood in the aspiration line. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was removed and inspected. Adhesive was present on the gear as designed.

Event description:
Reportable based on device analysis completed (B)(6) 2021. It was reported that the device stopped working. A 2.4mm jetstream catheter was selected for use in an atherectomy procedure. The device was activated and then stopped working. It could not be reactivated. There were no patient complications. However, device analysis revealed the motor was functional but the blades would not rotate.

Manufacturer narrative:
Device eval by MFR: the jetstream device xc-2.4 was received by boston scientific for analysis. Visual examination showed two kinks located 1cm and 1.5cm from the tip. There was blood in the aspiration line. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was removed and inspected. Adhesive was present on the gear as designed.

Event description:
Reportable based on device analysis completed (B)(6) 2021. It was reported that the device stopped working. A 2.4mm jetstream catheter was selected for use in an atherectomy procedure. The device was activated and then stopped working. It could not be reactivated. There were no patient complications. However, device analysis revealed the motor was functional but the blades would not rotate.